Manufacturer narrative:
(B)(6).

Event description:
It was reported that a smiths medical device had an epidural catheter malfunction. During use on a patient, the catheter was reported to be snapped at the 6-8cm mark. It was reported that leaking occurred. The nursing team kept a part of the catheter and the distal 6-14cm of the catheter was discarded. It was noted that the catheter tip was intact. The device had been in use for 3 days. On the 3rd day in the late evening, the leaking was observed. Troubleshooting by the reporter determined that the catheter may have been accidentally cut through the dressing. It was observed that the catheter was in four pieces. The actual cause was unable to be confirmed by the reporter. The patient required an alternative form of analgesia. The patient was unharmed and was monitored until discharge. No further injury was reported.